Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. There was no adverse impact to blood glucose. Customer continued to use the pump for insulin therapy until replacement arrived.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.